Manufacturer narrative:
(B)(4). The lot was manufactured from september 4, 2013 to september 5, 2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the returned device noted fluid inside of the housing, indicating leakage occurred. Visual inspection also identified a ruptured bladder. The leak occurred due to the ruptured bladder, but the cause of the ruptured bladder was unable to be determined. A CAPA has been opened to investigate ruptured bladder issues. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor leaked into the housing of the device. This was identified during infusion of fluorouracil and normal saline. The patient identified the leak when they woke up in the morning and subsequently disconnected the infusor. There were approximately six hours remaining in the expected infusion time. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.